Manufacturer narrative:
E1 reporter address: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted into the emergency room with low flow alarms that occurred most frequently when the patient was laying laterally on the left. The patient had a known psychological disorder, impulse control disorder, drug addiction and tachycardia during anxiety crisis. A transthoracic echocardiogram (tte) was performed and captured improved left ventricular (lv) function. The patient's left ventricular end-diastolic diameter (lvedd) size decreased and had a cordial systolic anterior motion (sam) was noted. It was difficult to assess the outflow graft flow and velocity. The inflow cannula was mildly deviated towards the posterolateral lv wall with significant turbulency and severely increased velocity (4.2 centimeters/second). The three-dimensional (3d) evaluation suggested a suction event of the inflow cannula due to coarse trabeculations of mitral apparatus, but it seemed intact in the proximal part. The aortic valve opened with every beat one to one. A ramp study was performed, and pump speed was decreased which improved the lv cavity. At 4800 rotations per minute (rpm), estimated cardiac output was about 7.3 liters/minute with a lvedd of 5.1 cm. The septum was deviated to the left side and valvular regurgitation had not changed significantly. An echocardiogram (echo) was performed and captured a severe lv enlargement (lvedd= 5.3 centimeters (cm)) with severe systolic dysfunction (left ventricular ejection fraction (lvef) =30%) with no left ventricular hypertrophy (lvh) or visible lv clot and high pulmonary artery pressure (pap) at 40 to 50 millimeters of mercury (mmhg). The patient had moderate right ventricular (rv) enlargement (right ventricular internal diameter (rvid)) = 4.4 cm) with moderate to severe rv systolic dysfunction. The patient had biatrial enlargement, up to moderate mitral regurgitation, and moderated residual tricuspid regurgitation (additionally noted that the tricuspid valve was repaired). The international normalized ratio (inr) was in range. A computed tomography (CT) was performed on (B)(6) 2024, and no thrombus was found in the outflow graft. The patient had no pericardial effusion. The patient was on 50 to 25 milligrams (mg) of sacubitril valsartan, 25 mg of eplerenone, 2.5 mg of concor (bisoprolol fumarate), 20 mg of furosemide, and 10 mg of tadalafil. It was noted that the patient had a pacemaker, and the implantable cardioverter defibrillator (ICD) leads were in the proper position with small mobile echo density (0.4 cm x 0.9 cm) on the right atrium lead in favor of thrombus or vegetation based on the patient's clinical status. The patient had sleep apnea disorder but refused to use the bilevel positive airway pressure (bipap). The patient was given oxycodone and other drugs for anxiety. The event log files captured low flow events on (B)(6) 2024 as well as low flow estimates and sustained low flow hazard events when pulsatility index (pi) was elevated.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms. A specific cause for these events could not be conclusively determined through this evaluation. Additionally, a review of the submitted computed tomography (CT) videos could not confirm the reported pump malposition. A direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted controller event log file contained events from (B)(6) 2024. Transient low flow hazard alarms were captured. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed during support. Review of the submitted CT scan videos could not confirm the reported pump malposition due to the image quality. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events, including right heart failure and cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 4 of the IFU also provides recommendations on determining the optimal fixed speed that will provide the desired level of cardiac support for each patient. The fixed speed setting is based on changes in ventricular shape and function, and the patient's physiological response to changing pump speeds. The final decision is ultimately dependent on the physician's clinical judgement and will vary from patient to patient. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions on how to insert the pump in the ventricle. This section instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6, under ¿right heart failure¿, also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section also warns that right heart failure, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted into the emergency room with low flow alarms that occurred most frequently when the patient was laying laterally on the left. The patient had a known psychological disorder, impulse control disorder, drug addiction and tachycardia during anxiety crisis. The patient had nonspecific symptoms like leg pain and headache, but no right heart failure related symptoms. A transthoracic echocardiogram (tte) was performed and captured improved left ventricular (lv) function. The patient's left ventricular end-diastolic diameter (lvedd) size decreased and had a cordial systolic anterior motion (sam) was noted. It was difficult to assess the outflow graft flow and velocity. The inflow cannula was mildly deviated towards the posterolateral lv wall with significant turbulency and severely increased velocity (4.2 centimeters/second). The three-dimensional (3d) evaluation suggested a suction event of the inflow cannula due to coarse trabeculations of mitral apparatus, but it seemed intact in the proximal part. The aortic valve opened with every beat one to one. The atrioventricular valve opening was noted 2 months after pump implantation. The patient had trivial aortic insufficiency (ai) and had no ai prior to implantation. The device had not contributed to ai. A ramp study was performed, and pump speed was decreased which improved the lv cavity. At 4800 rotations per minute (rpm), estimated cardiac output was about 7.3 liters/minute with a lvedd of 5.1 cm. The septum was deviated to the left side and valvular regurgitation had not changed significantly. An echocardiogram (echo) was performed and captured a severe lv enlargement (lvedd= 5.3 centimeters (cm)) with severe systolic dysfunction (left ventricular ejection fraction (lvef) =30%) with no left ventricular hypertrophy (lvh) or visible lv clot and high pulmonary artery pressure (pap) at 40 to 50 millimeters of mercury (mmhg). The patient had moderate right ventricular (rv) enlargement (right ventricular internal diameter (rvid)) = 4.4 cm) with moderate to severe rv systolic dysfunction. It was noted that moderate rv dysfunction was captured in the patient's preimplant echo. The right heart catheterization (rhc) showed a central venous pressure (cvp) of 5 mmhg, pulmonary venous pressure (pvr) of 1.06 mmhg, right ventricular stroke work index (rvswi) of 495 g*m/m2, and a pulmonary artery pulsatility index (papi) of 5. There was no sign of rv failure in physical examination. There was no device related issue that contributed to rv failure. The patient had biatrial enlargement, up to moderate mitral regurgitation, and moderated residual tricuspid regurgitation (additionally noted that the tricuspid valve was repaired). Both mitral regurgitation (mr) and tricuspid regurgitation (tr) existed prior to implantation. The device had not contributed to mr and tr. The international normalized ratio (inr) was in range. A computed tomography (CT) was performed on 4mar2024, and no thrombus was found in the outflow graft. The CT was performed to assess if the patient had a device infection after bloody discharge was noted from the driveline. The patient had no pericardial effusion. The patient was on 50 to 25 milligrams (mg) of sacubitril valsartan, 25 mg of eplerenone, 2.5 mg of concor (bisoprolol fumarate), 20 mg of furosemide, and 10 mg of tadalafil. It was noted that the patient had a pacemaker, and the implantable cardioverter defibrillator (ICD) leads were in the proper position with small mobile echo density (0.4 cm x 0.9 cm) on the right atrium lead in favor of thrombus or vegetation based on the patient's clinical status. The ICD was manufactured by guidant. There were no moving particles noted on the ICD lead in the last echo. The patient had sleep apnea disorder but refused to use the bilevel positive airway pressure (bipap). The patient was given oxycodone and other drugs for anxiety. The event log files captured low flow events on 26may2024 as well as low flow estimates and sustained low flow hazard events when pulsatility index (pi) was elevated. The low flow alarms decreased significantly after pump speed was changed and the medical treatment of rv dysfunction with tadalafil, eplerenone and furosemide. The patient's clinical and mental state improved. The patient had no alarms in the mornings but had some in the afternoon. The patient also had high pi alarms at night. There was no obstruction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.